Event description:
Six weeks post operatively, the surgeon took xrays of the pt. One of the two pitons implanted had come out into the joint space and one of the wing had broken off. Revision surgery planned to remove broken pieces.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.